Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they had a lost sensor alarm. The customer's blood glucose was unknown at the time of incident. The customer's last known blood glucose was 82 mg/dl. Customer reported the sensor was not communicating with the insulin pump. It was also reported the customer was currently hospitalized with a foot infection. The details of the hospitalization was not provided. The insulin pump will not be returned for analysis.